Event description:
A mammogram showed scattered benign "calcifications". Healthcare professional reported left side "rupture observed during surgery which was not detected on the preoperative ultrasound", and "recalled" implant. The device has been explanted and replaced.

Manufacturer narrative:
Continued h6: f2203 - imaging required. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side rupture. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.